Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.5 - 3.5 inr. Pt had an injection of lovenox before inratio reading on (B)(6) 2011. She must always have an injection if she falls below 2.2 inr. Pt also had a lovenox shot on (B)(6) 2011.